Event description:
It was reported by the customer that the insulin pump had been alarming while trying to prime the device. During troubleshooting, it was found that the drive support cap was protruding from the device. Customer states they may have dropped the device but never tried to push the drive support cap into a recessed position. Advised customer to disconnect from the insulin pump and informed that the device alarming was due to the force sensor being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 202 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Cracked case at display window corners, minor scratched lcd window and broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.